Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. The cause of poor image resolution appears to be procedural circumstances. Additionally, reported tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted thin leaflets and visualization was difficult due to the first implanted clip. The first clip was successfully deployed, reducing mr. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was properly placed medial to the first clip. However, the mean pressure gradient increased to 10mmhg. The clip was re-positioned to be closer to the first clip. After the 2nd grasp, the anterior leaflet insertion was uncertain; and therefore, a decision was made to remove the clip. After the clip was removed, the mean pressure gradient returned to baseline. However, a new mr jet was observed coming from the posterior leaflet near the annulus, indicating tissue damage. Additional treatment was not performed. The patient is stable. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.